Event description:
The pt has 3 leads implanted I the thoracic region as part of her scs system for interstitial cystitis and pelvic floor pain. It was reported the pt felt effective stimulation coverage but she occasionally feels a burning/stabbing pain at the general location of the lead anchor. It was reported this occur when the amplitude is increased over 8 ma and a guarded configuration is used on her octrode lead. Reprogramming was able to lessen the stabbing sensation but not eliminate it. Follow-up identified the pt had a fluoroscopy and the physician determined she may be experiencing ligamentum flavum hypersensitivity. It was reported the physician plans to explant and replace the lead with a different model to address the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.